Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an error message cause by inconsistencies between server/station database. The technical support specialist recovered the dr and upgraded the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had an error message. The customer stated that the mb1-ortho machine will not allow inventory, destock, or unload function, multiple error message and it logs out the user back to the log in screen. The issue was casing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.